Manufacturer narrative:
The anesthesia and surgical procedure time was extended, though time (mins) extended was not reported by the hospital. The device was not returned to the manufacturer for investigation. There was no harm to the patient.

Event description:
During a laparoscopic surgical procedure, the heat shrink from the renew fenestrated grasper tip broke and fell into the patient. The surgeon was able to retrieve one-half of the heat shrink piece from the patient, while the other half was not found. There was no harm to the patient.